Manufacturer narrative:
Corrected data: in review, it was noticed that the phaco I/a handpiece and phaco tip were inadvertently not included in the initial MDR report; therefore, this supplemental MDR report is to correct that information. The following field was updated accordingly: section d10: concomitant medical products: phaco I/a handpiece, model & sn: unknown and phaco tip, model and lot: unknown all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent cataract surgery in the left eye. One hour after the surgery, the patient developed swelling pain, headache and corneal edema in the operated eye, with intraocular pressure of 35 mmhg. The examination found that the I/a injection needle was blocked when replacing the viscoelastic, the viscoelastic replacement was incomplete, and there was residual viscoelastic in the anterior chamber. The patient orally took acetazolamide tablets after the surgery to reduce intraocular pressure and promote the discharge of viscoelastic. After treatment, the intraocular pressure decreased, the corneal edema was improved, and the eye pain and headache were improved. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy serial/lot number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Initial reporter first & last name: information unknown/not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.